Event description:
Same case as MFR ID # 2134265-2014-02663. It was reported that during a stenting treatment procedure, removal difficulties occurred. The target lesion was located in the right coronary artery (rca). Following deployment of the 3.0x24mm promus premier stent at 14-16 atms, the physician noted that the catheter was stuck on the luge guidewire and was difficult to remove. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).